Manufacturer narrative:
(B)(4). Although requested, the logs have not been received. A follow up report will be submitted with failure investigation results should the logs be received for evaluation.

Event description:
Director of pharmacy reported that a pt had an unknown adverse event during a pca infusion and requested a log review to determine if the pt was connected to an etco2 module, if the module alarmed and if the nurse responded to the alarm. Ativan was added to the medications and the pharmacist is wondering if this had an impact on the pt's response. Pharmacist declined to provide specific pt details. Pharmacist stated that the product will not be returned because he did not have the correct device. He is attempting to locate the device and will contact us should he locate it.